Event description:
Pt was revised 4 years after implantation due to osteolysis with an acetabular cyst and neck narrowing. Primary surgeon and MFR were not informed of revision.

Manufacturer narrative:
Eval summary: cup - on the bone interface surface, the cup showed mixed burnishing in localised areas and other localized regions where both ha appeared to have resorbed as well as an absence of cpti coating. Both ha and the underlying cpti could be seen in the posterior area of cup and the underlying cpti coating was still sound at the pole. There was some small evidence of coating loss around one spline. On the bearing surface, there was no obvious wear scar inside the cup and the head moved smoothly within it. Head - on the bearing surface, there was light evidence of a wear scar, just off pole of head. Femoral bone was well fixed inside the head but showed severe narrowing in both ap and ml planes. The bone was well fixed to both the outer annulus and the stem of the implant. The bone had appeared to have been sawn through to remove the head. Despite severe narrowing of the femoral neck, none of the thin neck sections impinged on the rim of the cup when the head was rotated within. We do not plan to conduct any further testing on these components at this time.